Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: did the device reach an end user? Yes. Was it the end user who reported the device issue? Yes. If no, where was the issue discovered? N/a. What type of procedure was the device used in? Was not informed. How was the procedure completed? Same as above. Is the device available for return? Yes. The analysis results showed that the prw35 instrument was returned disassembled with the head housing door missing. No functional test was performed due the condition of the device. While no conclusion could be reached as to how the reported damage occurred. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. No lot or batch were provided, bhr could not be performed.

Event description:
It was reported that the sample was evaluated and it was found that the barrel of the skin stapler and the handle are become separated.